Manufacturer narrative:
A steris service technician arrived onsite to inspect the system 1e processor and found that the uv assembly fill hose had split allowing water to leak from the unit onto the floor. The unit was installed in 2011 making it approximately 10 years old. The technician replaced the uv assembly fill hose, tested the unit, confirmed it to be operating according to specification and returned it to service. No additional issues have been reported.

Event description:
The user facility reported their system 1e processor was leaking water. No report of injury.